Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired back in 2012. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. The device was the part of the advisory. No further information is available.